Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2025 prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: model number/catalog number: sc-2317-50. Serial number: (B)(6). Batch/lot number: 7081628. Model/catalog description: infinion cx lead kit, 50cm. Unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-2317-50. Serial number: (B)(6). Batch/lot number: 7079358. Model/catalog description: infinion cx lead kit, 50cm. Unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-4316. Batch/lot number: 33734673. Model/catalog description: clik anchor. Unique identifier (UDI)#: (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) of the patient was no longer functioning as intended. It was also noted that the patient spinal cord stimulator (scs) leads had come out of the epidural space. Imaging was performed to confirm scs lead migration. The patient underwent a scs explant procedure, was doing well postoperatively and the explanted devices were disposed of by the facility.